Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage from the insertion site from the stylet piercing the catheter.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7054794. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although our engineers were able to observe the reported failure modes in the photograph provided, the root case for this event cannot be determined without the submission of a physical sample.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage from the insertion site from the stylet piercing the catheter.